Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer medical device evaluation results code.

Manufacturer narrative:
The device was sent to spacelabs healthcare for further analysis. The reported problem was verified. The nvram component on this 9-year old monitor was replaced. The repaired unit passed all functional tests and was restored to service. This report is complete and this particular issue is considered closed.

Event description:
Customer reported that on (B)(6) 2016 the monitor went blank and the screen was not responding during patient monitoring.